Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial report, it was noted that this event was reported against the wrong device. The complaint device is the 3.0 x 18 mm absorb bioresorbable vascular scaffol implanted in the mid left anterior descending artery.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2012, the patient underwent a coronary stenting procedure, with implantation of a 2.5 x 18 mm absorb bioresorbable vascular scaffold (bvs) in the 1st obtuse marginal artery and a 3.0 x 18 mm absorb bvs in the mid left anterior descending (lad) artery. On (B)(6) 2016, the patient was re-hospitalized due to unstable angina. The patient underwent a coronary catheterization, which revealed stenosis in the 3.0 x 18 mm absorb bvs implanted in the lad and stenosis in the distal right coronary artery (rca). The 2.5 x 18 mm absorb implanted in the obtuse marginal artery was noted to be patent. Coronary intervention was performed to treat the restenosis of the absorb scaffold implanted in the lad and the new area of stenosis in the rca. The re-stenosis was treated with implantation of xience xpedition stents. The patient condition resolved on (B)(6) 2016. No additional information was provided.